Manufacturer narrative:
No button error alarm during testing. However unit had intermittent button response due to flattened buttons dome switch. No constant tone or audio/beep anomaly was noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 320 mg/dl. Customer stated that the keys are unresponsive. Customer stated that she was sitting in bed and her pump was emitting a constant tone. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not have a back-up plan and was advised to check with a health care professional for a back-up plan.